Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a cardiac tamponade was experienced. During an ablation procedure, an intellanav oi catheter was selected for use. While ablating a ventricular tachycardia (ves) from the right ventricular outflow tract (rvot), a pericardia tamponade occurred. The physician reported that he used too much pressure against the wall while ablating. A pericardial puncture was performed and 350ml of blood was removed from the tamponade. The procedure was not completed due to the event. The patient was held at the intensive station for 3 days for observation and was stable. There was no device malfunction. Additional devices used were two woven (one as a the his right ventricular apex (rva) and one as a high right atrial (hra) catheter) and one dynamic xt as a coronary sinus (cs) catheter. The tamponade occurred with the intellanav oi catheter in the rvot, so none of the other catheters contributed to the event.

Manufacturer narrative:
Last name corrected from (B)(6). Complainant name corrected from (B)(6) to (B)(6). Complainant address corrected from (B)(6) to (B)(6). Complainant city corrected from (B)(6) to (B)(6). (B)(4).

Event description:
It was reported that a cardiac tamponade was experienced. During an ablation procedure, an intellanav oi catheter was selected for use. While ablating a ventricular tachycardia (ves) from the right ventricular outflow tract (rvot), a pericardia tamponade occurred. The physician reported that he used too much pressure against the wall while ablating. A pericardial puncture was performed and 350ml of blood was removed from the tamponade. The procedure was not completed due to the event. The patient was held at the intensive station for 3 days for observation and was stable. There was no device malfunction. Additional devices used were two woven (one as a the his right ventricular apex (rva) and one as a high right atrial (hra) catheter) and one dynamic xt as a coronary sinus (cs) catheter. The tamponade occurred with the intellanav oi catheter in the rvot, so none of the other catheters contributed to the event.